Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed the battery had a short circuit caused by contact with other metallic instrument parts, leading it to heat up and melting the plastic body. As described in the event description- battery was placed near other metallic equipment for cleaning and storage. We suppose that direct contact caused the short circuit. Battery should not be store with other instruments to prevent future occurrences. No product fault could be detected.

Event description:
It was reported that the battery smelted. The battery was used during surgery, and everything went well. It was not until after the surgery, while the battery and instruments were waiting to be recharged and cleaned that it was noticed. This is report 1 of 1 for complaint (B)(4).